Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, thrombosis occurred. The initial procedure was emergent. The patient arrived to the cath lab intubated, unresponsive with no pulse, CPR in progress and being given dopamine and amiodarone IV. A balloon pump was inserted via the left femoral artery (lfa). The target lesion was in the proximal left anterior descending artery (lad). The lesion was predilated with a 2.0x12mm maverick balloon catheter that was inflated for 13 seconds (secs) at 10 atmospheres (atms). A 3.0x32mm taxus express2 drug eluting stent (des) was deployed in the target lesion at 10 atms for 18 secs. The patient remained intubated and unresponsive. A non-bsc temperature therapy module was inserted. The patient experienced ventricular fibrillation (v-fib) and received 2 defibrillation shocks at 360. A 3.25x15mm quantum maverick balloon catheter was inflated at 12 atms at 10 secs in the proximal lad. An atlantis intravascular ultrasound (ivus) catheter was inserted. The patient was given epinephrine, atropine, heparin, adenosine, sodium bicarbonate, magnesium, lidocaine, versed, fentanyl and vercuronium via IV during the procedure. The patient also received aspirin via suppository during the procedure. The patient was transferred to the ccu. Less than 24 hours later, the patient thrombosed. Despite multiple attempts to request additional information, no additional information has been received.

Manufacturer narrative:
Device analysis: as the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. Taking into consideration the thorough evaluation and the details of the complaint, this investigation will be assigned the most probable root cause classification of anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.